Manufacturer narrative:
Result: erroneous data generated.

Event description:
The customer contacted beckman coulter inc. (Bci) to report one erroneously low glucose result when run in duplicate mode on a unicel dxc 800 pro synchron chemistry analyzer. The initial glucose result yielded 15 mg/dl. A repeat analysis for glucose generated an expected result of 123 mg/dl. The repeated result was confirmed on another analyzer in the laboratory. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted. The customer reported that the instrument was experiencing obstruction detection flags. In addition, multiple sample probe vertical motion errors were observed. A field service engineer was dispatched to the customer site to address the flags and errors observed.